Manufacturer narrative:
Device received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Device received with cracked retainer, cracked battery tube threads, cracked case corner of belt clip rails, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump was not working it would not turn on and has crack on the back. The blood glucose was 22.6 mmol/l at the time of the incident. The back side of battery from bottom left corner was cracked. Customer declined troubleshooting for the blank display and high blood glucose. Customer treated high blood glucose with injection pen. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.